Manufacturer narrative:
(B)(4). The device is implanted in the pt and therefore will not be returned for manufacturer evaluation. A device history review was performed for the reported device, batch # (B)(4) and the associated clip batches # (B)(4). There were no non-conformances or re-works noted that would have contributed to the reported event. The force test results were normal.

Event description:
It was reported by the doctor that the pt, who on (B)(6) 2013 had an atricure clip placed using the atriclip laa exclusion system with preloaded gillinov-cosgrove clip, re-presented in atrial flutter. An echo was performed and appeared to show the clip not sitting at the base of the left atrial appendage and the possible presence of a thrombus. The pt was readmitted and placed on anti-coagulants. The pt underwent a re-operation on (B)(6) 2013 and it was determined that the clip was approximately 1 cm from the base of the appendage and was fully intact and closed. The surgeon used suture to ensure occlusion of the left atrial appendage.